Manufacturer narrative:
Updated information: d3 MFR fax number added d9 device return date added g1 MFR site name, danvers, removed h6 impact code f1905 changed to f05 h6 med dev prob code changed to a1104

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The automated impella controller (aic) could not be booted up. "System check failed" was reported. The device was removed due to the failure. Another aic was requested. The issue was not resolved. No patient harm was noted.